Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a no delivery alarm. The user stated the no delivery alarm occurred couple of times. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the no delivery alarm as customer declined transfer to the 24-hour help line. The customer also reported diminished battery life that last from a range of one to seven days, damage and rainbow effect on the display screen, making it hard to read, and a loose reservoir cartridge. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.